Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection and there was vegetation in the heart. The patient's implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.